Manufacturer narrative:
On 14-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and irrigation did not go through the catheter. It was reported that the water from the irrigation did not go through the octaray mapping catheter. The catheter seemed blocked. We solve the issue by changing the catheter. There was no patient consequence. Additional information was received indicating the issue was noticed while the device was being use on the patient. They took it out of the patient and tried to flush it. They noticed the irrigation was not coming out of the catheter. No pump was used.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and irrigation did not go through the catheter. It was reported that the water from the irrigation did not go through the octaray mapping catheter. The catheter seemed blocked. We solve the issue by changing the catheter. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damages or anomalies in the device. An irrigation test was performed and an occlusion was detected. Further investigation revealed that the irrigation tube was bent in the tip section. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since the irrigation tube was found bent, this failure could be related to the irrigation issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the bent condition could not be confirmed. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized normal saline prior to insertion into the body and ensure that saline flows through the distal end of the irrigation lumen. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 27-jun-2024 it was noticed the incorrect date of 4/4/2024 was reported in field "g3. Date received by manufacturer" of the 3500a initial medwatch report. Please consider the correct date to be 4/12/2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).